Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced significant oozing/bleeding from their axillary site. An additional suture was added and manual pressure was applied to treat the condition. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation for the access site bleed has been completed. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product was returned for investigation.